Event description:
It was reported the device had erratic speeds inside the patient. A procedure was being performed using a rotapro console kit for treatment. While inside the patient, the console began displaying rpms that were fluctuating erratically, increasing and decreasing approximately 5,000 rpms. The device was replaced with another of the same and the procedure was completed successfully. No patient complications resulted due to this event.

Event description:
It was reported the device had erratic speeds inside the patient. A procedure was being performed using a rotapro console kit for treatment. While inside the patient, the console began displaying rpms that were fluctuating erratically, increasing and decreasing approximately 5,000 rpms. The device was replaced with another of the same and the procedure was completed successfully. No patient complications resulted due to this event.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of the rotapro console. No visual issues were present with the device. During functional testing, the unstable rpms issue could not be replicated. Because of this, the investigation is assigned a most probably conclusion code of "no problem detected".